Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 02/19/2018. Electrode belt: 03/11/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 between 14:00:00 and 15:00:00. The patient was placed on hospice care two days prior to passing. The patient's brother was with the patient at the time of passing. It was reported that the patient had end-stage prostate cancer and the patient's son did not believe the patient's passing was cardiac related. Review of the download data, indicates the patient received fourteen inappropriate shocks in response to multiple counting and amplitude oversensing. Inappropriate treatment one occurred at 07:34:09 on (B)(6) 2020. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 90 bpm with amplitude oversensing. The post-shock rhythm was a sinus bradycardia at 40 bpm with pvc's and heart block. Inappropriate treatment two was at 07:38:45 when the patient's rhythm was an idioventricular rhythm at 60 bpm with amplitude oversensing, and the post shock rhythm was an idioventricular rhythm at 50 bpm. Inappropriate treatment three occurred at 08:49:44 when the patient's rhythm was an idioventricular rhythm at 60 bpm with amplitude oversensing, and the post shock rhythm was atrial fibrillation (af) at 50 bpm with bbb. Inappropriate treatments four and five occurred at 08:50:48 and 09:30:44. The patient's rhythms at the time of the treatments was an idioventricular rhythm at 60 bpm with amplitude oversensing, and the post shock rhythms was an idioventricular rhythm at 50 bpm. Inappropriate treatments five through fourteen occurred from 09:30:44 until 11:06:23. The patient's rhythms for inappropriate treatments five through fourteen was an idioventricular rhythm at 50 bpm with amplitude oversensing, and the post shock rhythm for treatments five through fourteen was an idioventricular rhythm at 50 bpm. A non-treatable rhythm was declared at 11:06:57. Asystole was detected 6 times with intermittent response button use from 11:58:54 until 12:07:26the patient was in asystole at the time of the electrode belt disconnection at 12:08:01 on (B)(6) 2020. The response buttons were intermittently pressed through the duration of the treatment events. The patient passed away on (B)(6) 2020 between 14:00:00 and 15:00:00.